Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: multiple no cartridge detected 163 warnings were observed in the black box. During the load cartridge step, the piston pushed up until the cartridge was empty. A force calibration test failed. Thus, the load step malfunction was duplicated during the investigation. Moisture was observed in the battery compartment. A leak test failed due to a crack in the battery compartment starting at the threads to the left side of the grip pad. The pump was opened and moisture was found on the force sensor plate.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue.